Event description:
It was reported that the programmer received a software update. Following the update it was noted that the programmer was having trouble gaining telemetry during interrogation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.